Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. The device has been returned and is pending an investigation. A supplemental report will be forwarded when new information becomes available. The date of event is unknown.

Event description:
It was reported that the thread was broken very easily and is a general problem with this batch.

Manufacturer narrative:
Samples received: 180 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We have received 180 closed samples. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.05 kgf in average and 0.91 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). Remarks: when working with suture materials great care must be taken to ensure that the use of surgical instruments, such as tweezers and needleholder, does not lead to damage by pinching and kinking. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.